Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was include din field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had not charged her ipg for at least 3 months, and was unable to communicate with the ipg using the external devices. Follow up identified the pt was to be scheduled for surgical intervention to address the issue.